Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Uncomfortable - mouth [oral discomfort]. Brush heads fall off the toothbrush [device breakage]. Consumer e-mailed and stated that the brush heads fall off the toothbrush while brushing. No serious injury was reported.